Event description:
It was reported that during the pulmonary vein isolation (pvi) and pulse field ablation (pfa) for posterior wall isolation (pwi) procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the blood was coming back through dilator port after remapping with non-boston scientific device. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it has been disposed. It was further reported via gfe dated 02apr2026: the cool point irrigation pump was used for the irrigation of sheath. It was a slow drip leak, and fluid was coming from the distal end of the handle. Minimal amount of blood loss, only a few drops, maybe 2ml maximum was observed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) and pulse field ablation (pfa) for posterior wall isolation (pwi) procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the blood was coming back through dilator port after remapping with non-boston scientific device. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.